Event description:
It was reported that this right atrial (ra) lead presented some placement difficulties when trying to implant it. Later on, the lead presented high thresholds and a dislodgement was found. The physician decided to reposition the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented some placement difficulties when trying to implant it. Later on, the lead presented high thresholds and a dislodgement was found. The physician decided to reposition the lead. No additional adverse patient effects were reported.